Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 19mm amplatzer septal occluder (lot: 8727221) was chosen for implantation utilizing an unknown 9f delivery system. When deploying within the left atrium, the occluder formed a cobra deformation. The occluder was removed from the patient and was washed in heparinized saline which returned the occluder to the correct shape. The occluder was reinserted and attempted to deploy, but the cobra deformation occurred again. The occluder was removed and a replacement 19mm amplatzer septal occluder (lot: 7266961) was implanted successfully utilizing the same delivery system. The device did not interact with cardiac structures and there were no angulation or bends in the delivery system. There were no patient consequences. The patient is reported to be discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. Additionally, photos were received from the field and the photos appeared to demonstrate deformation (cobra shape) on the device. Based on the information received, the cause of the reported device deformity could be due to larger sheath used in the procedure but could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the amplatzer septal occluder instructions for use, the recommended size delivery system for use with a 19 mm septal occluder is an 8f.